Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that pt got the message software problem 1.intellis 2.3.6 3.58 4.qf_new, when asked for an event date pt noted they thought they got the message last time they went to charge their implant but they got it working after they reset the controller; pt though they first got the message last week. An email was sent to the repair department to replace the controller. Additional information was received. Patient called back and stated they saw the same "software problem 1- intellis 2- 3.6 3- 58 4- qf-new" while trying to charge their implant. Patient stated this happens about twice per week and they usually jiggle the battery pack to clear the message. Patient added that they have noticed in the past 2-3 weeks that it's been more and more difficult to recharge their implant and the recharger cord gets very hot where the cord connects to the paddle, and the patient has to pull the cord away so not to burn themselves. Agent had patient remove battery pack; patient reported the battery pack split and the plastic casing stayed inside the controller. Patient was able to remove the plastic piece. Agent had caller examine controller port and recharger pins; patient confirmed no obvious damage. Patient added that they had been trying for 2 hours today to charge their implant but could not get anything to work. Patient stated their implant is dead and they are in pain. Agent sent email to repair to replace the battery pack and recharger. Agent sent email to prs to update managing hcp. Agent closed the case.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#:(B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(4)) found the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.